Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance and an inappropriate automatic mode switch episode. It was suspected that the lead was nicked during the procedure. No medical intervention or patient symptoms were reported.